Event description:
The customer reported the completing a case, they could not bring up images. They rebooted the system and then, images came up properly.

Manufacturer narrative:
(B) (4). The customer was experiencing issues with the hard drive, deleted header. The dat, shotlog. Dat and patient. Dat from the c drive were recreated. The system operates as intended.